Event description:
It was reported that the 9800 system locked up during a case. The 9900 system had to be reinitialized and the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Circuit boards and cables were reseated to insure solid connections as a preventative measure. The system was tested and found to be working as intended and placed back into service.